Event description:
It was reported that the 2600 system had an table not ready error message displayed prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display control board was replaced during the service call. The system was tested and put back into service.